Event description:
The pt was on tube feeding which was stopped in order to do a cvp insertion. The tube feeding was restarted at 40cc. Per hour. The pt was checked approximately one hour later, and was found to have received approximately 500cc. Of the tube feeding. The incident report indicates there was a questionable malfunction of the feeding pump.